Manufacturer narrative:
Section h6: device was lost in transport between the manufacturer's fliu and ciru.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough.